Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was an issue connecting the leads to the implantable pulse generator (ipg) header. They did not connect properly, and the set screws did not tighten. The ipg was not implanted and another one was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. The returned device indicated a missing set screw. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.